Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 338 mg/dl. The customer states he is new to the pump and received a no delivery alarm. The customer states because of the alarm he is having trouble controlling his blood glucose level. The customer states they have a backup plan and feel ok to troubleshoot. The alarm occurred during manual prime and has not been resolved. The rubber septum was verified and found normal. The p-cap was checked for damage and determined not to be normal. The customer was advised to push plunger to verify insulin exits the pump and it did not. The customer was asked to try a new reservoir with current reservoir, the insulin did not exit. The customer was asked to try a new reservoir with current set, and the pump did not alarm no delivery. The customer was advised that changing the reservoir resolved the issues and to return the reservoir.